Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), uterine polyp ("endometrial polyp"), allergy to metals ("nickel allergy"), metal poisoning ("metallosis"), swelling ("swelling"), hypersensitivity ("allergic reaction"), menometrorrhagia ("menstrual disorder, excessive bleeding, menorrhagia, abundant intermenstrual bleeding, spotting"), back pain ("lumbar pain"), fatigue ("fatigue"), alopecia ("hair loss"), mental disorder ("psychological disorders / psychiatric disorders"), anxiety ("anxiety") and depression ("depression"). The patient was hospitalized on (B)(6) 2019. The patient was treated with surgery ((B)(6) 2014, resection of endometrial polyp via hysteroscopy and laparoscopic bilateral salpingectomy for removal of essure devices). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, uterine polyp, allergy to metals, metal poisoning, swelling, hypersensitivity, menometrorrhagia, back pain, fatigue, alopecia, mental disorder, anxiety and depression outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, back pain, depression, fatigue, hypersensitivity, menometrorrhagia, mental disorder, metal poisoning, pelvic pain, swelling and uterine polyp to be related to essure. The reporter commented: patient suffered bad tolerance and pelvic pain ever since the insertion of the intrafallopian essure device, allergy test nine years later was positive for nickel. In 2014, a medical evaluation due to spotting and abundant intermenstrual bleeding was performed, with an endometrial polyp diagnosis. In (B)(6) 2014, resection of the endometrial polyp via hysteroscopy performed, and since then she had only experienced some intermenstrual bleeding episodes, although she did have what she considers to be heavy menstrual bleeding diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2019: positive for nickel. Investigation - in 2014: endometrial polyp diagnosed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2020: quality-safety evaluation of ptc. Due to internal review new reporter was added (case is medically confirmed wit records), duplicate event pelvic pain was removed, uterine polyp was no serious event, one event for menormetrorrhagia. Reporter considered all events as related to essure based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), allergy to metals ("nickel allergy"), hypersensitivity ("allergic reaction"), menometrorrhagia ("menstrual disorder, excessive bleeding, menorrhagia, abundant intermenstrual bleeding, spotting"), back pain ("lumbar pain"), uterine polyp ("endometrial polyp"), metal poisoning ("metallosis"), swelling ("swelling"), fatigue ("fatigue"), alopecia ("hair loss"), mental disorder ("psychological disorders / psychiatric disorders"), anxiety ("anxiety") and depression ("depression"). The patient was hospitalized on (B)(6) 2019. The patient was treated with surgery ((B)(6) 2014, resection of endometrial polyp via hysteroscopy and laparoscopic bilateral salpingectomy for removal of essure devices). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, allergy to metals, hypersensitivity, menometrorrhagia, back pain, uterine polyp, metal poisoning, swelling, fatigue, alopecia, mental disorder, anxiety and depression outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, back pain, depression, fatigue, hypersensitivity, menometrorrhagia, mental disorder, metal poisoning, pelvic pain, swelling and uterine polyp to be related to essure. The reporter commented: patient suffered bad tolerance and pelvic pain ever since the insertion of the intrafallopian essure device, allergy test 9 years later was positive for nickel. In 2014, a medical evaluation due to spotting and abundant intermenstrual bleeding was performed, with an endometrial polyp diagnosis. In (B)(6) 2014, resection of the endometrial polyp via hysteroscopy performed, and since then she had only experienced some intermenstrual bleeding episodes, although she did have what she considers to be heavy menstrual bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2019: positive for nickel. Investigation - in 2014: endometrial polyp diagnosed. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: final report ticked. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain, pain in left iliac fossa') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included otalgia (both ears, erythematous external auditory canal with scaling skin) on (B)(6) 2019, pimples (inguinal area) on (B)(6) 2019, urination pain on (B)(6) 2017, ovarian cyst ((B)(6) 2017: discomfort and pain in left iliac fossa, without medical findings) on (B)(6) 2017, cervicobrachial syndrome on (B)(6) 2016, contusion (blow to rib) on (B)(6) 2015, carpal tunnel syndrome on (B)(6) 2015, fibroma molle (on face, benign soft tissue neoplasm of head, face and neck) on (B)(6) 2015, weight gain on (B)(6) 2014, laryngitis (granulomatous pharynx, mild redness, no discharge) on (B)(6) 2014, hot flashes on (B)(6) 2013, nail infection on (B)(6) 2013, fibromyalgia (recurrent) on (B)(6) 2013, eye pain on (B)(6) 2012, skin lesion (papular lesion with erythematosus (clinical judgement: molluscum contagiosum vs verruca vulgaris)) on (B)(6) 2012, pigmentation disorder (dark spots, skin lesions on face (pigmented papule); upper extremity lesions (symmetric and homogeneous pigmented lesion)) on (B)(6) 2012, nail pain on (B)(6) 2011, paraesthesia of limbs on (B)(6) 2011, pain neck on (B)(6) 2011, lactose intolerance on (B)(6) 2011, mucus discharge on (B)(6) 2011, ear discomfort on (B)(6) 2011, digestion impaired on (B)(6) 2011, acute chest pain (post-coital, stabbing and paresthesia-dysesthesias in msi, pain increases during palpation) on (B)(6) 2011, gastralgia (ulcerous type, treated with omeprazole, almax, domperidone) on (B)(6) 2010, vaginal abscess (recurrent on (B)(6) 2015) on (B)(6) 2010, constipation on (B)(6) 2010, fluid retention on (B)(6) 2010, tendonitis on (B)(6) 2010, cold symptoms (cough, low-grade fever, clear mucus) on (B)(6) 2010, joint pain (recurrent, eg (B)(6) 2019) on (B)(6) 2010, psoriasis aggravated (worse (B)(6) 2013) on (B)(6) 2009, erosion of cervix (cytology, recurrent on (B)(6) 2012 (epitheliazed) with pain (B)(6) 2015) on (B)(6) 2009, scoliosis (double curve due to cervical dysmetria) in 2004, appendectomy, multi gravida (3), parity 2, abortion, allergic dermatitis, vegetable allergy (carrots) and arterial hypertension. Menarche between 12 and 13 years. Last menstrual periods before the insertion of essure were scanty periods. Previously administered products included for contraception: nuvaring in 2006. Concurrent conditions included uterine anteflexion and morbid obesity (bmi over 35-40). Concomitant products included ibuprofen from 16-nov-2009 to 15-may-2010, imidapril from 16-nov-2009 to 30-may-2010, ketazolam (sedotime) from 16-nov-2009 to 24-feb-2010, metamizole magnesium (nolotil) and omeprazole from 16-nov-2009 to 24-feb-2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced swelling ("swelling"), 4 months 23 days after insertion of essure. On (B)(6) 2011, the patient experienced anxiety ("anxiety"). On (B)(6) 2014, the patient experienced hypersensitivity ("allergic reaction"). On (B)(6) 2017, the patient experienced back pain ("localized pain in the lumbar region to the urethral region / low back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), allergy to metals ("nickel allergy"), menometrorrhagia ("menstrual disorder, excessive bleeding, menorrhagia, abundant intermenstrual bleeding, spotting since essure insertion"), uterine polyp ("endometrial polyp"), metal poisoning ("metallosis"), fatigue ("fatigue / extreme tiredness"), alopecia ("hair loss"), mental disorder ("psychological disorders / psychiatric disorders") and depression ("depression"). The patient was hospitalized on (B)(6) 2019. The patient was treated with surgery ((B)(6) 2014, resection of endometrial polyp via hysteroscopy and laparoscopic bilateral salpingectomy for removal of essure devices). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain had not resolved and the allergy to metals, hypersensitivity, menometrorrhagia, back pain, uterine polyp, metal poisoning, swelling, fatigue, alopecia, mental disorder, anxiety and depression outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, back pain, depression, fatigue, hypersensitivity, menometrorrhagia, mental disorder, metal poisoning, pelvic pain, swelling and uterine polyp to be related to essure. The reporter commented: patient suffered bad tolerance and pelvic pain ever since the insertion of the intrafallopian essure device, allergy test 9 years later was positive for nickel. In 2014, a medical evaluation due to spotting and abundant intermenstrual bleeding was performed, with an endometrial polyp diagnosis. In (B)(6) 2014, resection of the endometrial polyp via hysteroscopy performed, and since then she had only experienced some intermenstrual bleeding episodes, although she did have what she considers to be heavy menstrual bleeding. On (B)(6) 2019, admitted for surgery: laparoscopic bilateral salpingectomy with removal of essure devices, patient diagnosed with nickel allergy. Evolution: postoperative without complications, at discharge from the hospital the patient is in good general condition. (B)(6) 2020, she continues with pain in the hypogastrium. Abdominopelvic plain x-ray results: traces of essure suspected. (B)(6) 2020: uterus in anteversion, visualizing hypo-uptake areas of rounded morphology on its wall, suggestive of mural fibroids, observing two small structures with metallic density on both sides of the uterine cavity, approximately 8mm long, the left possibly outside the uterus, suggestive of foreign bodies. She refers to continue with pelvic pain. The patient decides to undergo a total hysterectomy and signs informed consent. Suspicion of persistent proximal essure plaques --medicolegal considerations: during the time the devices were in place, the patient presented pathology that justifies the symptomatology (psoriasis, scoliosis, endometrial polyp, fibromyalgia, ivf or carpal tunnel syndrome). Conclusion: after a legal medical analysis of the case, the argumentation set forth in the claim is not justified diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2010: symmetrical devices, correct placement; on (B)(6) 2015: correctly placed essure devices; on (B)(6) 2018: symmetrical essure at 3.5 cm distance; on (B)(6) 2020: traces of essure suspected. Allergy test - on (B)(6) 2018: epicutaneous skin test with metals: positive for nickel sulfate. Allergy. Blood cholesterol - on (B)(6) 2017: 143 mg/fl. Blood creatinine (mg/dl) - on an unknown date: 0.53 mg/dl. Blood glucose (mg/dl) - on (B)(6) 2018: 117 mg/dl; on (B)(6) 2019: 143 mg/dl. Blood potassium (meq/l) - on (B)(6) 2018: 3.2 meq/l; on (B)(6) 2019: 3.2 meq/l. Blood triglycerides (mg/dl) - on (B)(6) 2012: 53 mg/dl; on (B)(6) 2017: 44 mg/dl. Computerised tomogram - on (B)(6) 2020: uterus in anteversion, visualizing low-uptake areas of rounded morphology in its wall, suggestive of mural fibroids, observing two small structures with metallic density on both sides of the uterine cavity, approximately 8 mm long left, possibly outside the uterus, suggestive of foreign bodies. She refers to continue with pelvic pain. The patient decides to undergo a total hysterectomy and signs informed consent. Cytology - on (B)(6) 2012: negative for intraepithelial lesions or malignancy. Glomerular filtration rate (ml/min) - on (B)(6) 2019: 131 ml/min. Hysteroscopy - on (B)(6) 2010: patent cervix, premenstrual endometrium both visible ostium, essure inserted leaving 4 rings visible in each ostium; on (B)(6) 2014: endometrial polyp removed. Laparoscopy - on (B)(6) 2019: bipolar coagulation of both uterine tubes and coagulation and section of bilateral mesosalpinx. Both devices are located inside the tubes, achieving their complete removal. Verification of correct hemostasis. Cavity lavage with physiological serum. Extraction of auxiliary trocar checking the hemostasis of its incision. Main trocar extraction evacuating pneumoperitoneum and checking the integrity of anatomical planes. Clear urine at the end of the intervention. Mean cell haemoglobin (pg) - on (B)(6) 2010: 31.2 pg; on (B)(6) 2011: 31.8 pg. Mean platelet volume (fl) - on (B)(6) 2017: 12.6 fl; on (B)(6) 2018: 11.9 fl; on (B)(6) 2019: 11.7 fl. Pathology test - on (B)(6) 2014: endometrial polyp: several mucous fragments, whitish, millimetric pathological diagnosis: polypectomy. Ultrasound scan - on (B)(6) 2017: ovarian cyst; on (B)(6) 2017: left fossa pain without medical findings; on (B)(6) 2019: uterus in anteversion with regular contour and normal echostructure of 98mm in length and fundic ap of 47mm. When exploring the right adnexal area, a re with a normal echostructure and a maximum length of 26 mm is displayed. When exploring the left adnexal area, le of normal echostructure and 26.3 mm maximum length is visualized. It is possible to visualize right essure but is not possible to visualize left essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-jun-2022: medical records received via lawyer: reporters added. Birth date / age, medical history (none reported previously), concomitant drugs, test results, start date of events, outcome for pelvic pain added. Result of legal medical analysis of the case was the argumentation set forth in the claim is not justified based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of uterine polyp ('endometrial polyp') and multiple episodes of pelvic pain ('chronic pelvic pain', 'pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required), uterine polyp (seriousness criterion medically significant) with vaginal haemorrhage and metrorrhagia, allergy to metals ("nickel allergy"), metal poisoning ("metallosis"), swelling ("swelling"), the second episode of pelvic pain ("pelvic pain"), hypersensitivity ("allergic reaction"), menorrhagia ("excessive bleeding"), back pain ("lumbar pain"), fatigue ("fatigue"), alopecia ("hair loss"), mental disorder ("psychological disorders / psychiatric disorders"), anxiety ("anxiety"), depression ("depression"), metrorrhagia ("metrorrhagia") and menstrual disorder ("menstrual disorders"). The patient was treated with surgery ((B)(6) 2019, a bilateral salpingectomy is performed via laparoscopy resulting in the removal of the and (B)(6) 2014, resection of the endometrial polyp via hysteroscopy is performed). Essure was removed on (B)(6) 2019. At the time of the report, the uterine polyp, allergy to metals, metal poisoning, swelling, the last episode of pelvic pain, hypersensitivity, menorrhagia, back pain, fatigue, alopecia, mental disorder, anxiety, depression, metrorrhagia and menstrual disorder outcome was unknown. The reporter provided no causality assessment for allergy to metals, alopecia, anxiety, back pain, depression, fatigue, hypersensitivity, menorrhagia, menstrual disorder, mental disorder, metal poisoning, metrorrhagia, swelling, uterine polyp, the first episode of pelvic pain and the second episode of pelvic pain with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.